Event description:
There was an allegation of questionable urea/bun results for tested on a cobas c 503 analytical unit. The initial result was 159 mg/dl with a data flag. The sample was autodiluted, and the result was 24 mg/dl. The sample was repeated on different analyzer, and the result was 160 mg/dl with a data flag. The sample was autodiluted, and the result was 158 mg/dl.

Manufacturer narrative:
The reagent lot number was 87079501 with an expiration date of 31-jan-2026. Qc and calibration data were acceptable. A review of the alarm trace did not show any issues. The field service engineer (fse) identified an altered nacl reagent pack on the system. The fse replaced the nacl reagent pack and performed a precision run with acceptable results. The investigation determined the issue was maintenance-related, and the service actions resolved the issue.